Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual bg level. Cause of low bg was unknown. The customer received third party assistance from the general manager of the customer¿s gym, who provided glucose tablets to address bg. The pump was replaced, and the customer reverted to an alternate form of insulin therapy. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.